Manufacturer narrative:
Lot number - 18e047 and an unknown lot number. One single-use device was received for evaluation. The bladder was found to be in a normal condition with no signs of damage. However, the stressmember flange located at the upper area of the device was noted to have been damaged. The damaged flange has caused the body of the stressmember (that holds the bladder) to hang sideways. The cause of the damaged stressmember flange was not determined. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined from the provided photograph. A batch review was conducted for 18e047 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two large volume folfusors ruptured. One bladder ruptured during filling and did not involve a patient. One bladder ruptured during infusion and involved a patient with no patient consequences. No additional information is available.